Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high / undefined pacing impedance and a lead fracture is suspected. Reprogramming was completed and the lead currently remains in use with a lead extraction scheduled for a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed high thresholds. The lead has now been extracted and replaced. No patient complications have been reported as a result of this event.